Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an assisted anastomose lobectomy, the stapler didn't fire. Although the surgeon was able to press the green button and was able to squeezed the handle. The load got caught and was not releasing the clamps. To resolve the issue, the surgeon changed the reload. There was no patient injury.